Event description:
Customer reported being hospitalized with high blood glucose of 812mg/dl. Customer stated that the infusion set fall off, which cause his blood glucose level to rise and ended up in the hospital. The customer was treated until his blood glucose level was stable. Reviewed the sensor glucose reading versus the blood glucose reading, and there were activities which may be connected to the event. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81010.